Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to any of olympus locations. Therefore, olympus could not investigate the subject device. However, the reported foreign object was returned to olympus medical systems corp. (Omsc). Omsc performed the fourier transform infrared spectroscopy (ftir) material analysis of the reported foreign object, it was found the reported foreign object was most likely an alkyd resin. As a result of checking the material used in the subject device and the accessories used for reprocessing described in the instruction manual of the subject device, the use of the detected material (alkyd resin) could not be confirmed. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the investigation result, omsc surmised the reported event was caused by the invasion of foreign object which had peeled off from the painted surface of the building wall of the user facility or the exterior painted surface of electrical products used in the user facility, due to some factor, because alkyd resin is ingredient involved in paint. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to any of olympus locations. Therefore, olympus could not investigate the subject device. However, the foreign object has been sent to omsc and it is planned to be analyzed for component. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the pre-cleaning of the reprocessing at the user facility, when the maintenance unit mu-1 was connected to the air/water cylinder of the subject device, the user felt "clogging". Then, when the injection tube was reconnected to the subject device and air/water insufflation were performed with a syringe, it was found that foreign object (approximately a little less than 3mm square metal or plastic piece) came out from the subject device. The subject device was checked after the reprocess, the subject device had no problem. There was no report of patient injury associated with this event.